Manufacturer narrative:
MFR's eval of system involved in reported event revealed system operating within temperature specifications. An attempt was made to duplicate the report of the horn being hot enough to burn through a glove, however, the MFR was unable to do so, as the horn tip does not reach a temperature sufficient to burn through a latex glove when the ultrasound is off.

Event description:
Nurse called to report operational issue with mist therapy system, and that she had touched the end of the transducer to see if the horn was broken. She stated the transducer was hot, burned through her glove, and burned her finger, resulting in a blister. Several attempts to contact the reporter for add'l info about the reported event have been unsuccessful.